Event description:
The user experienced an issue with an incorrect result transmitting from the omni cobas b 221(6) blood gas analyzer serial number (B)(4) to the datacare software and into the laboratory information system (lis). The pco2 result from the analyzer was 126.6 mmhg and the result in the datacare system was 1269.6 mmhg. This result was passed on to the lis. The patient was treated from the printed off result from the analyzer which was the correct result and was not treated from information in the datacare. The patient expired, but the user stated there was no delay in treatment related to the results. The patient was not adversely affected by the event. The technical support specialist instructed the user to resend the result from the analyzer to datacare and the result was sent correctly.

Manufacturer narrative:
A root cause could not be identified. The event could not be duplicated and has not occurred since the original event. There was nothing in the error log provided for investigation that demonstrates this event. Customer stated that the analyzer (omni sn (B)(4)) generated a pco2 result of 126.6 mmhg and the result went to datacare where datacare indicated the same result was 126.6 mmhg with generic demographics. At the time the sample was run, the patient identification was unknown so the customer used a generic ID number of (B)(4). This caused the sample to be held in the datacare queue for approximately 3 hours until the customer entered the proper ID (demographics). When the demographics entered by the customer were then changed to the proper patient identification at datacare that is when the result of 1269.6 mmhg was passed on to the hospital (B)(6). The patient was not treated with the incorrect result that was on the datacare or customer lis system, the patient was treated with the analyzer printout which was correct. When the customer resent the same results to the datacare system again they crossed correctly with all correct results and with the pco2 result of 126.6. Customer states because there was no treatment given based on the incorrect result.